Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (blank monitor screen) has been confirmed. Upon investigation the monitor was able to power up, however there was contamination found on multiple components on the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor does not communicate with belt.